Event description:
It was reported that during an unknown procedure, the device presented a malfunction. Unknown how case was completed. There were no adverse consequences to the patient. An attempt to obtain additional information around the event was made, but no further information was available.

Manufacturer narrative:
Fractured clear lens, damaged universal seal assembly, duckbill short shot. Evaluation summary: the analysis results of the b12lt device found that it was received with the lens cracked; a corrective action has been initiated to address the root cause of the lens damage. Additionally, the duckbill has evidence of short shot during the molding process which would not cause a functional issue. Further analysis found one seal of the universal seal assembly was torn, the piece was missing. Complaint was escalated to the applicable franchise CAPA council for review, further investigation determination, and decision on additional action required. Refer to the applicable franchise CAPA council meeting minutes for additional information. We have documented the circumstances as they were reported to us. Complaint information is tended on a regular basis to determine if further investigation is warranted. A bach record review was performed and no anomalies were found during the manufacturing process.